Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse applied sealing material to the interface of the safety disk. The unit passed all safety and functional tests and was returned to the customer for clinical use. E1 event site name truncated due to character limitations. Full event site name is (B)(6) hospital. E1 event site telephone included in h11 due to character limitations. Event site telephone is (B)(6).

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit's alarm loop was found to be leaking during inspection. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h11. Corrected fields: b3. In the initial emdr the year in the date of event field (b3) was erroneously entered as 2924 instead of 2024. It has been corrected and now it contains the correct year of 2024.